Event description:
It was reported that a physician could not detach an embolization coil. Upon attempted withdraw, the coil stretched and broke. No clinical sequelae reported.

Manufacturer narrative:
Sample analysis: a portion of the delivery pusher was returned for analysis. The most distal and proximal ends of the pusher are removed from device, and not available for analysis. A torque device is located on proximal end of pusher, hub has been removed from device. The distal end of the assembly is stretched and crushed. The implant is not included for analysis. Root cause analysis: the root cause of this event could not be determined.